Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that noise was observed during a ventricular tachycardia (vt) episode on the implantable cardiac monitor (icm). The device remains in use. No patient complications have been reported as a result of this event.